Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device breakage ("device fracturing") and necrotising fasciitis ("necrotizing fasciitis") in a 30-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". The patient's past medical history included cholecystectomy. Concurrent conditions included pelvic adhesions (from complicated cholecystectomy), hydrosalpinx, ovarian cystadenoma and adenomyosis. Concomitant products included cyclobenzaprine hydrochloride (flexeril), lamotrigine, marvelon (apri), metformin, oxycocet (percocet) and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced abdominal pain ("pain pelvic and abdominal"). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced necrotising fasciitis (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy on (B)(6) 2011) and surgery (exploratory laparotomy, abdominal washout, and closure of abdominal fascia on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving, the device breakage, necrotising fasciitis, depression, anxiety, abdominal pain and weight increased outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter provided no causality assessment for necrotising fasciitis with essure (ess205). The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Exam under anesthesia revealed a somewhat fixed retroverted uterus, upper limits of normal size with no adnexal masses. At surgery, a hysteroscopy revealed no lesions of the endocervical canal or uterine cavity. Both ostia were visualized. Both essure devices were implanted with 2 coils showing on the left and 3 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, necrotizing fasciitis (confirming infection). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: essure lot number, concomitant drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device breakage ("device fracturing") and necrotising fasciitis ("necrotizing fasciitis") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". The patient's past medical history included cholecystectomy. Concurrent conditions included pelvic adhesions (from complicated cholecystectomy), hydrosalpinx, ovarian cystadenoma and adenomyosis. Concomitant products included cyclobenzaprine hydrochloride (flexeril), lamotrigine, oxycocet (percocet) and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(6) 2007, the patient experienced abdominal pain ("pain pelvic and abdominal"). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6)2011, the patient experienced necrotising fasciitis (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy on (B)(6) 2011) and surgery (exploratory laparotomy, abdominal washout, and closure of abdominal fascia on (B)(6) 2012). Essure (ess205) was removed. At the time of the report, the pelvic pain was resolving, the device breakage, necrotising fasciitis, depression, anxiety, abdominal pain and weight increased outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter provided no causality assessment for necrotising fasciitis with essure (ess205). The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Exam under anesthesia revealed a somewhat fixed retroverted uterus, upper limits of normal size with no adnexal masses. At surgery, a hysteroscopy revealed no lesions of the endocervical canal or uterine cavity. Both ostia were visualized. Both essure devices were implanted with 2 coils showing on the left and 3 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, necrotizing fasciitis (confirming infection). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent removal of essure device due to complication). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device breakage ("device fracturing") and necrotising fasciitis ("necrotizing fasciitis") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". The patient's past medical history included cholecystectomy. Concurrent conditions included pelvic adhesions (from complicated cholecystectomy), hydrosalpinx, ovarian cystadenoma and adenomyosis. Concomitant products included cyclobenzaprine hydrochloride (flexeril), lamotrigine, oxycocet (percocet) and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced abdominal pain ("pain pelvic and abdominal"). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced necrotising fasciitis (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy on (B)(6) 2011) and surgery (exploratory laparotomy, abdominal washout, and closure of abdominal fascia on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving, the device breakage, necrotising fasciitis, depression, anxiety, abdominal pain and weight increased outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter provided no causality assessment for necrotising fasciitis with essure (ess205). The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Exam under anesthesia revealed a somewhat fixed retroverted uterus, upper limits of normal size with no adnexal masses. At surgery, a hysteroscopy revealed no lesions of the endocervical canal or uterine cavity. Both ostia were visualized. Both essure devices were implanted with 2 coils showing on the left and 3 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, necrotizing fasciitis (confirming infection). Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. New events added- depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain and weight gain. Fup 2 and fup 3 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device breakage ("device fracturing") and necrotising fasciitis ("necrotizing fasciitis") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". The patient's past medical history included cholecystectomy. Concurrent conditions included pelvic adhesions (from complicated cholecystectomy), hydrosalpinx, ovarian cystadenoma and adenomyosis. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced infection ("infection"). On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced necrotising fasciitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy, salpingectomy and oophorectomy on (B)(6) 2011) and surgery (exploratory laparotomy, abdominal washout, and closure of abdominal fascia on (B)(6)2012). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the device breakage, necrotising fasciitis and infection outcome was unknown. The reporter provided no causality assessment for necrotising fasciitis with essure (ess205). The reporter considered device breakage, infection and pelvic pain to be related to essure (ess205). The reporter commented: exam under anesthesia revealed a somewhat fixed retroverted uterus, upper limits of normal size with no adnexal masses. At surgery, a hysteroscopy revealed no lesions of the endocervical canal or uterine cavity. Both ostia were visualized. Both essure devices were implanted with 2 coils showing on the left and 3 coils showing on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, necrotizing fasciitis (confirming infection). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters, date of birth, stop date of essure added. New events per pfs: infection, device fracturing and she did not undergo confirmatory test. New event per mr: necrotizing fasciitis (confirming infection). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), device breakage ('device fracturing') and necrotising fasciitis ('necrotizing fasciitis') in a 30-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". The patient's medical history included cholecystectomy. Concurrent conditions included pelvic adhesions (from complicated cholecystectomy), hydrosalpinx, ovarian cystadenoma and adenomyosis. Concomitant products included cyclobenzaprine hydrochloride (flexeril), desogestrel;ethinylestradiol (apri), lamotrigine, metformin, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced abdominal pain ("pain pelvic and abdominal"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced necrotising fasciitis (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (exploratory laparotomy, abdominal washout, and closure of abdominal fascia on (B)(6) 2012 and full hysterectomy, salpingectomy and oophorectomy on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving, the device breakage, necrotising fasciitis, depression, anxiety, abdominal pain and weight increased outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter provided no causality assessment for necrotising fasciitis with essure (ess205). The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Exam under anesthesia revealed a somewhat fixed retroverted uterus, upper limits of normal size with no adnexal masses. At surgery, a hysteroscopy revealed no lesions of the endocervical canal or uterine cavity. Both ostia were visualized. Both essure devices were implanted with 2 coils showing on the left and 3 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, necrotizing fasciitis (confirming infection). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracturing'), pelvic pain ('severe pelvic pain / pain') and necrotising fasciitis ('necrotizing fasciitis') in a 30-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". The patient's medical history included cholecystectomy. Concurrent conditions included pelvic adhesions (from complicated cholecystectomy), hydrosalpinx, ovarian cystadenoma and adenomyosis. Concomitant products included desogestrel;ethinylestradiol (apri), lamotrigine, metformin, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced abdominal pain ("pain pelvic and abdominal"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced necrotising fasciitis (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder/ urinary problem/ bladder problem"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vag infections") and vaginal discharge ("vag discharge"). The patient was treated with surgery (exploratory laparotomy, abdominal washout, and closure of abdominal fascia on (B)(6) 2012 and full hysterectomy, salpingectomy and oophorectomy on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, necrotising fasciitis, depression, anxiety, abdominal pain, weight increased, urinary tract disorder, bladder disorder, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia had resolved. The reporter provided no causality assessment for necrotising fasciitis with essure (ess205). The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Exam under anesthesia revealed a somewhat fixed retroverted uterus, upper limits of normal size with no adnexal masses. At surgery, a hysteroscopy revealed no lesions of the endocervical canal or uterine cavity. Both ostia were visualized. Both essure devices were implanted with 2 coils showing on the left and 3 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracturing'), pelvic pain ('severe pelvic pain / pain') and necrotising fasciitis ('necrotizing fasciitis') in a 30-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmatory test". The patient's medical history included cholecystectomy. Concurrent conditions included pelvic adhesions (from complicated cholecystectomy), hydrosalpinx, ovarian cystadenoma and adenomyosis. Concomitant products included desogestrel;ethinylestradiol (apri), lamotrigine, metformin, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced abdominal pain ("pain pelvic and abdominal"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced necrotising fasciitis (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder/ urinary problem/ bladder problem"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vag infections") and vaginal discharge ("vag discharge"). The patient was treated with surgery (exploratory laparotomy, abdominal washout, and closure of abdominal fascia on (B)(6) 2012 and full hysterectomy, salpingectomy and oophorectomy on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, necrotising fasciitis, depression, anxiety, abdominal pain, weight increased, urinary tract disorder, bladder disorder, vaginal infection and vaginal discharge outcome was unknown and the pelvic pain, dysmenorrhoea and dyspareunia had resolved. The reporter provided no causality assessment for necrotising fasciitis with essure (ess205). The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Exam under anesthesia revealed a somewhat fixed retroverted uterus, upper limits of normal size with no adnexal masses. At surgery, a hysteroscopy revealed no lesions of the endocervical canal or uterine cavity. Both ostia were visualized. Both essure devices were implanted with 2 coils showing on the left and 3 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, necrotizing fasciitis (confirming infection). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge were added. Outcome for pelvic pain updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.